Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is necessary at this time. (B)(4).

Event description:
During an ankle arthroscopy procedure it was reported that the blade was used to resect tissue and metal shedding from the burr was evident intra-articular. The flakes were removed via suction. A back-up device was on hand to complete the procedure. A two minute delay and no patient injury were reported.